Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when using cranial software the navigation system became unresponsive and shut down without any prompt. When rebooted the system stayed at loading panel and would not access next panel. Rebooting the system 4 times resolved the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.